Manufacturer narrative:
Unit passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.